Manufacturer narrative:
Date sent to the FDA: 03/18/2016, it was reported that no medical intervention was applied. It was also reported that suture was removed. Representative samples were returned for evaluation. Visual examinations revealed no defects on samples. IFU states that normally the removal of the suture is not required. Absorption begins as a loss of tensile strength followed by a loss of mass. All of the original tensile strength is lost approximately 10 to 14 days post-implantation. The absorption of this suture occurs thereafter and is essentially complete 42 days.

Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent an oral/dental procedure on unknown date and suture was used. Two weeks following the procedure, the suture was not dissolved. There were no adverse consequences for the patient reported. Additional information has been requested.